Event description:
An eye care practitioner reported having supplied a pt with a new supply of lenses (6 packs of focus monthly visitint) and lens care product (solocare plus). After 15 days of using them the pt experienced red eye, itching and pain. The pt first went to the hosp, then to a different hosp and some days later went to another hosp. Eye secretions were cultured, but results have not been provided. The pt stated to the ecp that the diagnosis was an infectious corneal ulcer caused by pseudomonas seruginosa. Scarring is expected with possible corneal transplant requiried. Request has been made for additional info, however, no further information is available at this time.